Event description:
It was reported that the customer worked with a third party to check for security vulnerabilities and several hundred pumps have come up with the cve security vulnerability issues. It was reported that the vulnerabilities are related to the os. There was no reported patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem, initial reporter facility name, other occupation. Additional information: imdrf annex a, g, b, c and d codes.

Event description:
It was reported issues with product security vulnerabilities related to the operating system (os) and the customer is asking if the common vulnerabilities and exposures (cve) system security vulnerabilities have been patched for all alaris infusion systems for the hospital site. The customer reports that this issue was found while working with a third-party iot security company, asimily. Per bd tech support case notes, the customer was provided the link to bd cyber security website talking about the vulnerability; the link shows the issue is resolved in pcu firmware v12.1.0. Additionally, the customer reportedly gave bd tech support an "ok" to close case with information provided by bd cyber security webpage. There was no reported patient involvement.